Manufacturer narrative:
Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h8: usage of device: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a phaco burn occurring as a result of the phaco needle becoming clogged while in sculpt mode, which required sutures to close the wound. The surgery involved the implantation of a dib00 10.0 lens (serial number (B)(6)) in the right eye (od), and healon duet was used as the ophthalmic viscoelastic device during the procedure. After the incident, phaco settings were adjusted, and dr. (B)(6) proceeded to perform three additional cataract cases without complications.